Event description:
Per importer's MDR: consumer states that there are composite clamps that are at each of four points underneath his wheelchair and this part breaks. Consumer alleges he bought his chair in for service and they gave him a loaner while his unit was being repaired. He did not report any injury or ill effect.